Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the fuses were open and replacing the fuses resolved the issue. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of surgery, the mobile view station (mvs) of the imaging system was not holding charge when unplugged from a power outlet and would shut down. There was no patient present at the time of the issue.